Manufacturer narrative:
E1-initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile has no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon and measure 12mm in length. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4 atmospheres within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another of different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 4 atmospheres within 15 seconds. The device was removed using normal method without any problem. The procedure was completed with another of different device. No patient complications were reported, and the patient was good post procedure.